Event description:
Revision surgery due to medial displacement of the tibial tray after about 1 year and 4 months from primary. The implant was not loose. Explantation of the tibial tray and the insert. Reimplantation of a gmk-revision tibial tray with wedges and extension stem + gmk-sphere insert.

Manufacturer narrative:
Clinical evaluation a revision surgery was performed approximately 1.5 years after implantation of the tka due to medial overhang of the tibial component. The available x-ray image appears to show that the tibial component protruded beyond the medial border of the tibial plateau. Additionally, the component may have been slightly oversized. As no radiographic signs of loosening are visible, and this was reportedly confirmed by the intraoperative findings, the reason for revision appears most likely related to the initial component positioning and possibly sizing. Based on the available information, there are no elements suggesting a defective or malfunctioning device. Batch review performed on 27 may 2026: lot. 2414531: (B)(4) items manufactured and released on 20-sep-2024. Expiration date: 2029-nov-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available, no device-related root cause could be identified. The revision appears most likely related to the initial medial positioning of the tibial tray and possibly to component sizing, which reportedly caused patient discomfort, while no loosening, infection, manufacturing issue, or device malfunction was reported.